Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the color bars could not be determined. When the scope was connected to the tower, it was observed that error e315, signifying an unsupported scope, occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using her olympus video system center in conjunction with an olympus sd flexible cysto-nephro videoscope, the display began showing color bars instead of a proper image. The customer confirmed that there were no error codes present during this failure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This is report 1 of 2, being submitted to capture the video system center noted above. For details pertaining to the sd flexible cysto-nephro videoscope, please refer to report 2 of 2 with patient identifier (B)(6).